Event description:
It was further reported that the lv lead exhibited high threshold and high undefined impedance. The replacement lv lead exhibited varying threshold, high undefined impedance, pacing not possible at 8 volts and the lead was placed and remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively, the left ventricular (lv) lead was attempted but not used due to placement difficulty, ¿no pacing and a threshold defect¿. The physician noted that the lead may have not been compatible with the patient¿s blood vessel to be placed. A different lv lead was placed with the physician reporting no issues with the pacing threshold or impedance other than thefourth electrode, so the lead was placed and remains in use. No patient complications have been reported as a result of this event.